Manufacturer narrative:
(B)(4). The information provided on this form was previously submitted under manufacturing report number 1822565-2015-02397. Review of the device history records for the tibial component identified no deviations or anomalies. A product history search identified no other complaints for the part and lot combination of the tibial component. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing pain due to breakage of the tibial tray.